Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was ruptured. The following information was provided by the initial reporter, translated from spanish to english: "peripheral venous catheter found with a rupture in the catheter connection cone, therefore a new peripheral venous access cannulation is performed."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1099553, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device was used but could not identify if the catheter had ruptured or if there was any damage to the adapter. For a more detailed investigation a physical sample is required for investigation. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no defect could be identified in the photo and a physical sample was not available for investigation a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was ruptured. The following information was provided by the initial reporter, translated from (B)(6) to english: "peripheral venous catheter found with a rupture in the catheter connection cone, therefore a new peripheral venous access cannulation is performed."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.